Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# n177787007, implanted: 2008 (B)(6), product type catheter, (B)(4).

Event description:
It was reported that a pocket fill occurred. The patient started to act strange approximately 1 hour after having the pump refilled on (B)(6) 2012. The patient's family called 911 and the patient was transported via ambulance to emergency department (ed). Upon arrival to ed patient was not responsive. The other symptoms associated with the overdose and pocket fill were decreased respiratory rate, decreased heart rate, somnolence and altered mental status. The ed healthcare provider (hcp) administered narcan and the patient became responsive. The pump management hcp was contacted and the patient was admitted to the intensive care unit (ICU). The pump was programmed to a minimum rate at that time and the reservoir volume was checked. The expected residual volume was 39.5ml and the hcp aspirated only 3ml, therefore, the pocket fill was determined. As of (B)(6) 2012, the patient was able to be roused but was sleepy, and was being treated medically in the ICU. The medications in the pump were infumorph and clonidine. Additional information has been requested, but was not available as of the date of this report.